Event description:
It was reported that the customer used an insulin pump that was defective or failed, resulting in complications that left the customer in a coma. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
Failure analysis revealed that the insulin pump passed the functional test, including the displacement test, prime test, and excessive no delivery alarm test. Unable to confirm button error. The device was received slightly scratched display window. The unit had a skin on the insulin pump case and bleeding lcd glass. The device also was received without battery inserted in the battery compartment. Test battery 1.61 volts.